Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010, plaintiff" was implanted with a monarc subfascial hammock to treat stress urinary incontinence and/or pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, add'l surgery and/or other injuries." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and she has sustained permanent injury" that "will result in some permanent disability to her person."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.